Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine 630 mcg/ml at 500 mcg/day via an implantable pump. It was reported that the patient had a pump alarm and symptom return of increased pain. The hcp interrogated the pump which reported several motor stalls on (B)(6) 2016. The hcp tried to restart the pump after the motor stall but could not. There were no environmental factors described by the patient that may have led to the issue. The issue was not resolved. Surgical intervention was planned. The patient status was alive ¿ no injury.

Event description:
Additional information was received. It was noted that there was no known cause of the motor stalls. The pump was going to be removed, although it was also noted that it remained in the patient. The product was not going to be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.